Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an issue with the pump. The customer received a replace battery now alert. Troubleshooting was performed and found that there was no loose, cracked, or damaged battery cap. It was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp . Customer returned pump for alleged unexpected battery power loss found on (B)(6) 2023. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, rapid daily decay of external aa battery was noted on the graph. Verified pump alarmed low battery alert on (B)(6) 2023 at time 21:49:21.000, battery removed on (B)(6) 2023 at time 21:53:09.000, change battery fault on (B)(6) 2023 at time 21:53:09.000, battery out limit on (B)(6) 2022 at time 17:03:34.000, and failed battery test on (B)(6) 2023 at time 21:50:43.000 were found in the history files or traces. Verified the pump alarmed pump error 3 on (B)(6) 2023 at time 21:31:13.000 due to hardware anomaly. Verified the pump alarmed pump error 54 with file number = 32122 and line number = 1421 on (B)(6) 2023 at time 21:31:11.000 due to software anomaly. Verified the pump alarmed pump error 53 with file number = 2005 and line number = 5632 due to software anomaly. Verified the pump alarmed pump error 63 variable 3 on (B)(6) 2023 at time 10:10:06.000. Pump error 63 due to hardware anomaly. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and fading serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.